Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. The device has not been made available for analysis as of the date of this report, july 27, 2015.

Manufacturer narrative:
(B)(4). The device is currently unavailable.